Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that while connecting the test lead to the test cable, the proximal pin of the lead broke, leaving a portion in the cable. The pin was inserted using a hemostat, which was the customer's standard method. The broken lead was removed from the patient and the foramen needle was placed back in the s3 foramen. Following confirmation of nerve capture, a new test lead was placed and connected to the ii slot on the extension cable. The cable in use had connections for two leads plus the ground pad. The patient was only being tested with one lead, allowing the use of the other connection when the pin broke in the first connector. The patient went home after being successfully implanted for basic evaluation. A follow up report will be sent if additional information is received.